Event description:
The patient was taken to the or for removal of a mass in the upper left lobe of the lung. The stapler with multiple loads was used to perform a wedge resection by firing underneath a clamp. It reportedly was not noticed at the time that a staple had evidently been misplaced. It was not noted on the chest x-rays for nine days. The surgeon noted the misplaced staple approximately 9 days later on chest x-ray.